Event description:
Physician was performing treatment on the greater saphenous vein (gsv) for venous insufficiency. A small fiber optic portion of the delivery system broke off near the access side 2 cm inside the vein. A small incision was made near the access site and the fiber piece was successfully retrieved. No further incidence was reported.

Manufacturer narrative:
Incident was reported to our european distributor who then notified us of the incident.